Event description:
It was reported that during an a-fib procedure, the distal tip was cracked on this catheter and showed signs of char on the tip. The procedure was completed without any patient injuries.

Manufacturer narrative:
(B)(4). The returned device was visually evaluated and no char or damages on the tip were observed upon catheter receipt. The catheter was tested and it passed electrical, leakage and resistance performance, temperature and generator tests. The analysis results showed that the catheter met specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.